Event description:
It was reported that the device had an error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. No damage was noted during the visual inspection. During the functional testing, "error 1870" was noted and also found in the event history log. The root cause was found to be the defective motor. Motor was replaced. A manufacturing DHR review was performed because the device was within a year from its manufacture date at the time the complaint was received. Review of the manufacturing record for the device showed that it passed the final functional testing and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.